Manufacturer narrative:
Product event summary: a pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed since the device serial number was unknown. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. As a result, the reported electrical fault alarm and driveline crack events could not be confirmed due to insufficient evidence. Applicable risk documentation and experience with events of similar circumstances were considered. A possible root cause of the reported driveline crack event may be attributed to multiple factors including but not limited to design issues and/or exposure to uv light. A possible root cause of the reported electrical fault alarm may be attributed, but not limited, to contamination by foreign material of the driveline connector, a marginal driveline connection, and/or driveline wire damage. This event was reported in the q2 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) had an electrical fault alarm. Rescue tape was applied to the cracked area of the driveline. The vad remains in use. No patient complications were reported as part of the event. This event was reported in the q2 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.